Manufacturer narrative:
The investigation determined that lower than expected tsh results were obtained when a level 1 biorad qc fluid was tested using vitros tsh lot 7240 and lot 7285 on a vitros 5600 integrated system. A definitive cause of the event was not established. As vitros tsh lot 7240 and vitros tsh lot 7285 were put in use the date the lower than expected results were obtained, there was no historical qc data to verify vitros tsh lot 7240 or lot 7285 performance. Therefore, performance issues with vitros tsh lot 7240 and lot 7285 cannot be ruled out as a contributor to the event. However, qc results since the events were acceptable and ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 7240 and lot 7285. There was no evidence of instrument related issues around the time of the events, however, as no diagnostic precision testing was conducted around the time of the event, instrument related issues cannot be ruled out as a contributor to the events, although, there is no evidence or any suggestion from the customer that the instrument was not performing as intended. Improper handling of the biorad level 1 qc prior to the events did not likely contribute to the event as it appears the customer was following the biorad instructions for qc fluid preparation.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected tsh results were obtained when a level 1 biorad qc fluid was tested using vitros tsh lot 7240 and lot 7285 on a vitros 5600 integrated system. Biorad level 1 (lot 85351), vitros tsh lot 7240 results of 0.062 and 0.077 miu/l versus the customer's estimated baseline mean of 0.75 miu/l biorad level 1 (lot 85351), vitros tsh lot 7285 result of 0.313 miu/l versus the customer's estimated baseline mean of 0.79 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros tsh results were obtained from non-patient fluids. There was no allegation of patient harm as a result of this event. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).